Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer complaint alleges the device is breaking contact during functional testing prior to patient use. No patient impact or consequence was reported.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges the device is breaking contact during functional testing prior to patient use. No patient impact or consequence was reported.

Event description:
Customer complaint alleges the device is breaking contact during functional testing prior to patient use. No patient impact or consequence was reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The device was returned and sent to the manufacturing site (israel) for evaluation. The product was received without a battery. A power source (two godrej gp ultra alkaline aa battery) was inserted in the cartridge and light testing was performed. It was observed that the cartridge is working perfectly. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Based on the investigation performed, the reported complaint could not be confirmed. It is possible that the user used a weak battery or left the cartridge cap loose, which resulted in the light failure.